Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one two-way foley catheter received. Visual inspection noted the balloon burst around almost the entire circumference of the balloon on return. This is a failure per the standard, stating the balloon must not be torn. The inflation notch had been punched as intended. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be tooling damaged (core pins). The product was used for treatment. The product was related to the reported event. The product failed to meet specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: patients who are or have been allergic to natural rubber latex patients with known allergy to silver-containing catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to inflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to inflate.